Event description:
The customer reported that due to an 840 ventilator malfunction, the pt was placed on another ventilator. There was no pt harm or injury as a result of the event. Covidien troubleshot this issue with the customer over the phone and recommended replacing the breath deliver (bd) to graphical user interface (gui) cable and run extended self test and vent on test lung for 48 hours.

Manufacturer narrative:
Covidien reference number: (B)(4).